Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode underwent a procedure to implant a dual chamber pacemaker with an epicardial right ventricular (rv) lead. Within a week after the procedure, this electrode was found to be migrated. The electrode was successfully repositioned. No additional adverse patient effects were reported. The electrode remains implanted and in service.